Event description:
A malfunction on the pump was reported by the caller, which occurred after passing through a metal detector. The effect on the customer's blood glucose level was unknown as the caller declined to answer if it exceeded 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, ensuring no recurrence of the malfunction code, and instructed the customer to continue using the pump and to call back if the issue recurred.